Event description:
When air was being pushed into prolastin vial, the hub of the needle broke off. The prolastin splashed into the pharmacist's face. She was wearing glasses and the prolastin did not get into her eyes.